Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Incorrect behavior: no stance phase resistance (free knee). Walking in living room when knee gave out on pt. Fell and hit coffee table and broke a rib. She did seek medical attention; outpatient. The pt fell and hit a coffee table and broke a rib, pt did go to the dr. But no medical treatment was needed. Pt went to dr to get xray to confirm broken/ fractured rib.